Event description:
It was reported that a patient presented to clinic for a generator change. During the procedure, it was noted that the atrial lead was unable to be removed from the implantable cardioverter defibrillator (ICD) header. The physician had to break the device header to remove the lead. The ICD was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. The header was found to be damaged at receipt. The damage was reported to have occurred during the explant procedure. Due to damaged header, no further testing could be performed.